Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 failed to detect on the communication bus. The field service engineer (fse) replaced the retractor band previously, but the issue reoccurred. The fse replaced the row board cable and checked the trays, finding no issues with them. Upon inspecting the pyxibus cable, the fse noticed that a cut close to drawer 6 and replaced the pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had broken. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.